Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 30 mg/dl. The customer was treated with glucose tablets. Customer has been experiencing low blood glucose for today. Customer was not admitted but was treated by her local fire department. The customer cause of the low blood glucose was over insulin delivery. Customer will monitor. The customer did not troubleshoot for low blood glucose since she is aware what cause her sugars to go low.